Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) male patient had chest pains and a rash on his chest. The patient's physician stated that the chest pains were due to fluid buildup. Patient removed the lifevest occasionally to relieve the pain in his chest. The outcome of the chest pains and rash are unknown.